Event description:
Patient seeking legal action. Pfs received. Medical records received. Pfs alleges that the patient suffers from pain, swelling, discomfort, elevated levels of cobalt chromium, and stem loosening on the right side. Records are available on the l drive if needed for further review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(6). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 1211225, 1229261, xe2c21005, 2421648, yw3c61000, y1wdb1000, b2yfn1000, b45hs1000, and b2rbw1000. A search of the complaint database finds additional reported incidents against lot code 2457575 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 7/29/2014- pfs and medical records received. After review of the medical records the revision operative note for the right hip confirmed a loose stem. There was no mention of infection or metallosis. There is no new additional information that would affect the existing MDR decision.